Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient was unable to conceptualize and physically pump the inflatable penile prosthesis cx (ipp). Device was still working. All components were removed and replaced with a 14x20cm spectra penile prosthesis with 4cm rte's. No further patient complications were reported.